Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a lead into the bundle of his there was excess slack on the lead. It was further reported when the physician attempted to reduce the slack, the lead pulled out. It was observed that the helix of the lead looked stretched out. An alternate lead was used to complete the procedure. No patient complications have been reported as a result of this event.